Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed no anomalies were found. The lead conductors were not obstructed and there was blood on the conductors. The outer insulation was extrinsically breached due to pulling/stretching/overstress.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was exhibiting poor sensing. Attempts to reposition the lead were unsuccessful and the lead was explanted and replaced. It was also reported that the right atrial (ra) lead had dislodged and was exhibiting poor sensing and capture. The lead was explanted and replaced. It was further reported that the left ventricular (lv) lead dislodged and the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.